Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ luer-lok syringe, the device experienced foreign matter within the fluid path component. This event occurred 314 times. The following information was: black dots: (B)(4) pieces.

Manufacturer narrative:
H6: investigation summary it was reported there were multiple defects with the products received. To aid in the investigation, ten samples received bulk packaged in a plastic bag and four photos were provided for evaluation by our quality team. A visual inspection was performed. Eight samples have embedded degraded resin, one sample has a deep scuff mark on the barrel, and one had no defects. No other defects or imperfections were observed. The four photos provided show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301035, lot number 1113393. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to help mitigate the escape of this defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd¿ luer-lok syringe, the device experienced foreign matter within the fluid path component. This event occurred 314 times. The following information was: black dots: 314 pieces